Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s luer connector snapped off inside the device when dropped, and after the broken piece was removed and supplies were changed, insulin was observed leaking from the luer connector during the priming step. Symptoms included potential under-delivery of insulin without reported adverse clinical effects. Outcomes included the patient discontinuing pump use and transitioning to insulin pens. Investigation included troubleshooting and education with the caregiver. Investigation of this case revealed evidence of physical damage to the luer connection and an insulin leak at the connector interface. It was concluded that the event was attributable to device damage from impact leading to a compromised luer connection and subsequent leakage. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.